Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited high rate episodes possibly detected due to oversensing. The caller stated that the patient was in surgery during that time. The lead remains in use. No patient complications have been reported as a result of this event.